Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the right-side drawer rail was bent and damaged, preventing the drawer from closing. A field service engineer (fse) replaced the side rails. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user pulled medication from full height cubie drawer 3, and the drawer could not be closed. The drawer remained popped open with no way to close it, possibly due to an obstruction or a physical break. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.